Manufacturer narrative:
The device has been returned for analysis; however, the analysis has not yet been completed. (B)(6).

Manufacturer narrative:
Complaint conclusion: during coil embolization of an anterior communicating artery aneurysm, when advancing the orbit mini complex fill coil (637mf0306/15968374), friction was felt in the shaft of the prowler select lpes (637mf0307/15968374) microcatheter, and upon withdrawing the coil, it was noted to be stretched. Another coil had successfully been placed through the microcatheter prior to this event, and the physician changed to other coils to complete the procedure using the same microcatheter. There had been no difficulty in advancing the coil through the rhv or hub. The coil had not exited the distal end of the microcatheter. It was reported that the device had been stored and prepped as per the IFU instructions and a continuous flush had been maintained through the microcatheter. The coil did not prematurely detach. No adverse event occurred. A non-sterile orbit rdfl complex mini coil was received coiled inside of a pouch. The hypotube was inspected and it was found kinked at 404 and 151cm from the proximal end of hub. The introducer was received partially zipping and it was found elongated. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched in tangled condition. The introducer, gripper and embolic coil were inspected under microscope; the introducer was found elongated while the gripper was found without damage and the embolic coil was found stretched in tangled condition. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the elongated condition found on the introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The resistance could not be evaluated due to the condition of the introducer received for evaluation. The coil stretching was confirmed. The condition of the received device was apparently caused by applying excessive force on it, but this not could be conclusively determined. Inspections are in place that prevents this kind of failure from leaving the facility. Neither the analysis nor the DHR suggest that the resistance or coil stretching could be related to the manufacturing process. Therefore no corrective action will be taken at this time.

Event description:
During coil embolization of an anterior communicating artery aneurysm, when advancing the orbit mini complex fill coil (637mf0306/15968374), friction was felt in the shaft of the prowler select lpes (637mf0307/15968374) microcatheter, and upon withdrawing the coil, it was noted to be stretched. Another coil had successfully been placed through the microcatheter prior to this event, and the physician changed to other coils to complete the procedure using the same microcatheter. There had been no difficulty in advancing the coil through the rhv or hub. The coil had not exited the distal end of the microcatheter. It was reported that the device had been stored and prepped as per the IFU instructions and a continuous flush had been maintained through the microcatheter. The coil did not prematurely detach. No adverse event occurred.